Event description:
Medtronic received information that on (B)(6) 2018, a sutureless bioprothesis valve showed paravalvular leakage intraoperatively. The device was removed and replaced with a stented bioprothesis. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).